Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. Lead diagnostics showed invalid impedances. The patient underwent a revision surgery where the lead was replaced and a second lead was added to provide stimulation for the lower extremity pain. The sjm representative met with the patient and programming was able to provide patient with effective stimulation. The issue is resolved.